Manufacturer narrative:
Device casuing fiber connector heating and fiber breaking probably due to laser misalignment. We are not still aware of the root cause. We are unaware about operator/patient injury.

Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient were reported.